Manufacturer narrative:
B4: (B)(6) 2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the battery needed to be replaced to return the device to working condition. During troubleshooting the customer¿s bio-med stated that the battery appears not to have been purchased from philips. The response to the good faith effort where the customer stated there was no lot information on the battery also indicates that the battery was not a philips approved product. According to the service manual, to ensure the correct performance of the ventilator and the accuracy of patient data, use only philips-approved accessories with the ventilator. The customer¿s bio-med replaced the battery to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing. . Following the troubleshooting, the device was returned to the customer to be placed back into service.

Event description:
It was reported to philips that the device had a non-resettable alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm.